Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the log shows no errors to indicate an inability to pace or capture, however, without a clinical file, the mfc, or the pads returned, the report cannot be confirmed. User advisories are observed in the device log to suggest that coupling to the patient may have been a factor. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.